Event description:
Surgery to replace the vns generator and lead is tentatively planned for (B)(6) 2013, but it is unknown if surgery has occurred to date.

Event description:
It was reported that the patient's replacement surgery occurred on (B)(6) 2013. The explanted devices have not been returned.

Event description:
Additional information was received from the area representative indicating the patient will likely undergo revision surgery. The patient's generator was confirmed to be programmed off due to the high impedance and information from the reporting physician indicated there was no patient manipulation or trauma to the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance was still occurring with the vns, the vns has been disabled since (B)(6)2011, and x-rays from 2011 show no lead breaks or pin disconnection. Trauma cannot be ruled out. Reimplantation with a new vns is possible. Attempts for additional information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that high lead impedance was found at a follow-up appointment and it is suspected to be causing loss of device function. X-rays were taken and reviewed by the manufacturer. Review of x-rays indicated the generator placement to be normal. The filter feed-through wires appeared to be intact, and the lead connector pin appeared to be fully inserted into the generator connector block. Part of the lead was visible, apart from a section of the lead that was behind the generator and could therefore not be assessed. No sharp angles could be identified in the visible part of the lead, but a suspected lead break is visible just above the generator. At the moment good faith attempts to obtain further information from the patient's treating physician have been unsuccessful to date.

Event description:
The explanted devices were returned to the manufacturer. Product analysis of the generator found that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis of the lead confirmed the presence of a lead fracture. During the visual analysis of the returned 140mm portion quadfilar coil 1 appeared to be broken approximately 130mm from the end of the cut outer silicone tubing. Scanning electron microscopy was performed and identified the area on one of the broken quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on two of the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. The area on the 4th broken coil strand was identified as being mechanically damaged with residual material which prevented identification of the coil fracture type. The mating end of the coil break was not returned. It is unknown if the break occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.